Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system was not able to complete a spin. System initiated the scan but stopped during the spin. Site says it prompted an unknown warning sound. No other info was available at time of call.

Manufacturer narrative:
Continuation of d10: product ID: bi71000736. Product ID: bi71000125. Product ID: bi71000479. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be duplicated, but a recoverable error: (25) battery failure in battery powered generators was found. The battery monitor board and hand switch were replaced and the system then passed testing. Codes b01, c02 and d02 are applicable to this analysis. G02002 - battery. G04063 - handswitch a090501 - not being able to complete a spin a0905 - stopped during the spin a0508 - unknown warning sound. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6 - evaluation of the returned hand switch bi71000479 and battery monitor found bi71000736 lot# c1907auq rev. 1 no fault with the components. Codes b01, c19, d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.